Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the patient closed the mobile app. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported, that loss of connection occurred on 4/13/2023. For transmitter with serial number (B)(6). However, transmitter with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and passed. Nordic bluetooth pairing test was performed and failed. A review of the share log was performed, and signal loss was not found for serial number (B)(6), within the investigation window. The allegation was confirmed. The probable cause was a defective transmitter. The reported event of loss of connection is reportable, based transmitter failed testing. Defective transmitter. No injury or medical intervention was reported.